Manufacturer narrative:
One device was returned for analysis of complaint of error code 1720. There were no services previously reported. Log events were reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. The complaint was confirmed. Probable cause the backup capacitor. The backup capacitor was replaced. Device passed all verification testing.

Event description:
It was reported that there was an error code 1720. The event occurred during testing. There was no patient involvement.